Event description:
On 9/29/2022, it was reported by an arthrex employee via email that an while using an ar-3680 fibertak button kit, the implant pulled out. Surgeon opened an ar-3681 fibertak button along with an ar-7535 fiberlink suture tape which also pulled out. Finally case was completed with a product from another manufacturer. This was discovered during an unspecified procedure on (B)(6) 2022. Additional information received on 10/4/2022: this was discovered during an rcr procedure and nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion, improper bone preparation and/or excessive force used when tensioning the sutures.